Manufacturer narrative:
The complaint of leaks on item mc330716 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot number was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave clear, spiros w/red cap, dual check valve, 1.2 micron filter, luer lock and it was reported that the antiarrhythmic drugs (aads) line filter found to be leaking at time of change for new bag. Filter to distal end, after syringe leaking, wiped clean and remained leaking after. This new aads line was set up with the new filter attachment to proximal end of line and found to be leaking after 1 day after it had been changed. New aads line set up with new filter. There was patient involvement, but no patient harm/adverse event reported.